Manufacturer narrative:
Expiration date: na.

Event description:
The device analysis performed showed that the epoxy is discolored, has chip outs, and has cracks near the shaft. In addition, it failed the temperature test as it reads no temperature. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles, the epoxy becomes brittle and discolored.